Event description:
It was reported that during procedure, the fiber broke at entry point of the machine after it had worked for a bit. No one was close when it broke. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke at entry point of the machine after it had worked for a bit. No one was close when it broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was in good condition. However, burn marks were found in the connector face, and the aiming beam was weak. Therefore, the reported allegation of fiber break was not confirmed.